Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately five (5) years post-initial procedure a type ia endoleak was identified. Reintervention was completed with the implant of an afx vela suprarenal and an ovation ix extender. This case was outside the indications of use (off-label) due to the use of afx with ovation devices. (Reported under MFR# 2031527-2019-00311). Now approximately three (3) years post-reintervention, a type ia endoleak was identified at routine follow-up. Reintervention was completed with the implant of an afx vela suprarenal; however, the type ia endoleak was unresolved as the patient had an existing renal chimney that hindered the process. The patient was reported to be doing fine post-reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx vela suprarenal type ia endoleak of the proximal component (unresolved) with 37mm aneurysm enlargement and an additional endovascular procedure is confirmed. The clinical evaluation also shows reasonable evidence to suggest coiling occurred that was not included in the event as reported. The coiling was discovered during review of the 05/22/2019 angiogram and the discharge summary dated 11/04/2022. The most likely causation for the reported events is user and anatomy related. The significant difference between the renal artery takeoff (25mm) from the aorta complicated the implant process at index (anatomy and user related). The off-label neck of 6mm at index (should be greater than or equal to 10). There was a left renal artery snorkel placed 08/08/2019- this likely contributed to the persistent type ia endoleak. Procedure related harms were a right common femoral artery pseudoaneurysm requiring an addition hospital admission and injection. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.device iteration is afx with duraply.b5: describe event or problem - updatedg3: date received by manufacturer - updatedh6: health effect - clinical code: remove code 1924h6: investigation finding codes: remove code 3233h6: investigation conclusion codes: remove code 11

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately five (5) years post-initial procedure a type ia endoleak was identified. Reintervention was completed with the implant of an afx vela suprarenal and an ovation ix extender. This case was outside the indications of use (off-label) due to the use of afx with ovation devices. (Reported under MFR# 2031527-2019-00311). Now approximately three (3) years post-reintervention, a type ia endoleak with aneurysm enlargement was identified at routine follow-up. Reintervention was completed with the implant of an afx vela suprarenal; however, the type ia endoleak was unresolved as the patient had an existing renal chimney that hindered the process. The patient was reported to be doing fine post-reintervention. After the initial report, the clinical evaluation shows reasonable evidence to suggest coiling occurred that was not included in the event as reported. The coiling was discovered during review of the 05/22/2019 angiogram and the discharge summary dated (B)(6) 2022. This event has been filed under MFR# 2031527-2022-00289. Additionally, it was determined that due to the treatment of the unresolved type ia endoleak there was procedure related harms of a right common femoral artery pseudoaneurysm requiring an addition hospital admission and injection. This event has been filed under MFR# 2031527-2022-00290.